Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a phrenic nerve palsy. A pulsed field ablation (pfa) procedure was performed and the physician ablated the pulmonary veins and posterior wall. Procedure was performed on december, the patient presented shortness of breath the same day post discharge. The patient underwent a xray scan in february and found an elevated left diaphragm, a computed tomography in april was performed and indicated the left diaphragm elevation. Lasik was given to the patient to treat the shortness of breath but had no response. Physician commented that patient is morbidly obese and has spinal cord compression on c4. The issue is still ongoing. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Updated field h6: patient code hypoxia e0726 replaced with dyspnea e0717 updated field b5 with new information obtained

Event description:
It was reported that a patient experienced a phrenic nerve palsy. A pulsed field ablation (pfa) procedure was performed and the physician ablated the pulmonary veins and posterior wall. Procedure was performed on december, the patient presented shortness of breath the same day post discharge. The patient underwent a xray scan in (B)(6) and found an elevated left diaphragm, a computed tomography in april was performed and indicated the left diaphragm elevation. Lasik was given to the patient to treat the shortness of breath but had no response. Physician commented that patient is morbidly obese and has spinal cord compression on c4. The issue is still ongoing. It was further reported that on (B)(6) 2024, a pulmonary vein isolation and posterior wall procedure was performed with 88 lesions. A follow up was performed a month after with dyspnea. On (B)(6) a chest x-ray scan showed a left hem-diaphragm elevation. A sniff test was performed on (B)(6) and confirmed the elevation on the diaphragm. A spine surgeon was consulted and state that c3-c5 compression was unrelated. The patient continues having dyspnea.

Event description:
It was reported that a patient experienced a phrenic nerve palsy. A pulsed field ablation (pfa) procedure was performed and the physician ablated the pulmonary veins and posterior wall. Procedure was performed on december, the patient presented shortness of breath the same day post discharge. The patient underwent a xray scan in february and found an elevated left diaphragm, a computed tomography in april was performed and indicated the left diaphragm elevation. Lasik was given to the patient to treat the shortness of breath but had no response. Physician commented that patient is morbidly obese and has spinal cord compression on c4. The issue is still ongoing. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Updated field h6: patient code hypoxia e0726 replaced with dyspnea e0717.